Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was the insulin, as customer has an allergy to approved insulin for the pump. Bg was addressed via a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.